Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported via web self-service that the patient experienced inaccurate cgm readings. The patient reported that the cgm was reading 44 mg/dl and 56 mg/dl while the bg meter was reading 191 mg/dl. The patient stated that she was taken to the ER due to the cgm inaccuracy. However, no further event details were provided. No patient symptoms were reported. It was also not specified how long the patient was in the ER for treatment. Attempts to reach the patient for further event details were unsuccessful. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.